Manufacturer narrative:
The insulin pump was received with a no motor movement alarm occurring during rewind. Rewind anomaly confirmed during testing. Failure due to moisture damage to the motor assembly. Rewind anomaly not found during testing insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was unknown. The customer stated that they had received pump error. Customer reported that they were unable to clear the alarm. Customer stated that they were not able to rewind the pump. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.